Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits mild devitrification at the output window; the metal cap exhibits very mild detritus adhesion; the fiber was tested with hene laser fixture, the aim beam is present at fiber output window; no failure was found. Probable root cause: based on the device analysis, the product complaint could not be confirmed; there is no failure found with the returned product.

Event description:
It was reported that during a bph procedure, "unable to fire; cannot fire less than 30 mins it was about 20mins." The case was completed using an alternative method, bipolar resection. Patient outcome: no injury to patient was reported.